Event description:
Trach change at bedside today. The replacement trach was new out of the package. The balloon didn't inflate, causing him to not properly ventilate while on the vent. We had no other bivona 4 and had to put in a bivona 3.5 instead.